Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous circumflex (cx) artery. The 3.5x33mm xience xpedition stent delivery system (sds) failed to cross due to the patient's anatomy and the proximal shaft separated. As the separation was outside the patient's anatomy, the sds was withdrawn without any issues noted. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 3.5x33mm xience xpedition was deployed to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.